Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as an inability to swallow, and a loss of consciousness, and was unable to self-treat, requiring administration of glucagon by both third-party and a healthcare professional for treatment. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured, and the results were within specification. Therefore, this issue is confirmed to brownout reset. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.